Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure two resolute onyx des stents were used to treat lesions in the rca with total chronic occlusion. On the same day as the index procedure, target vessel non q-wave mi, 3rd udmi peri-pci was reported. The target vessel involved was the rca. The patient recovered. The investigator assessed the event as unlikely to be related to the device and the antiplatelet medication. The sponsor assessed the event as unlikely to be related to the device and not related to the antiplatelet medication. Cec adjudicated the event as 'non-q wave mi (target vessel), 3rd udmi peri-pci cass site 1:2- mid rca.'

Manufacturer narrative:
Cec adjudicated that the event was a mi - non-q-wave mi (target vessel), 3rd udmi peri-pci cass site 1: 2 - mid rca. The patient was admitted with mi, but marked increase of troponin post procedure. Films were reviewed and a side branch occlusion was noted therefore the mi was a peri-mi. If information is provided in the future, a supplemental report will be issued.